Event description:
The patient was then positioned on the storz lithotriptor, so that the large left lower pole calculus was at the f2 focal point. The physician then attempted to initiate shocks, but an error message appeared on the screen. The company was called and it was determined that the earliest the machine could be repaired was in an hour. It was determined the risk of anesthesia for at least an additional hour was not worth the benefit of having the procedure completed today. The patient will need to be brought back in for the procedure.